Event description:
Additional information received reported that the patient's system was explanted because he needed an MRI and did not need therapy. The patient recovered without sequela.

Event description:
It was reported that a patient was going to have a full system explant. Stimulation was making the patient feels worse and was not providing therapeutic effect. The patient stated "it just isn't helping like it did and I just want it out." The procedure was scheduled for 2012 (B)(6). The devices would be sent to the manufacturer when explanted.

Manufacturer narrative:
Product ID, 3778-60 serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 3778-60 serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37752 serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID, neu_silicone anchor, explanted: 2012 (B)(6), product type accessory product ID, 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomalies. Analysis of both of the leads (serial #'s (B)(4), (B)(4)) found that they had both been segmented.